Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Not explanted device is not expected to be returned for manufacturer review/investigation. The 510k #: not yet assigned/unknown. Device history records review was conducted. The report indicates that the: DHR review for part# 07.702.016s / lot#5g53141 manufacturing site: (B)(4) supplier: (B)(4); manufacturing date: 30.sep.2015 expiry date: 01.jul.2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported, that the mix of power mixture and the solution, could not be done, since the mix solidified immediately. Prolongation of the surgery: 30 minutes. Patient is doing well. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Due to the immediate solidification of the cement, the product could not be implanted; therefore, implant/explant dates are not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.